Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported with description of, while handling the intraocular lens (iol) during surgery, it was noticed that the iol was crumpled. The procedure was completed on same day with no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in e.1., h.3., h.6. And h.11. The product was not returned. Three photos were provided. The first photo was blurry and showed the lens in the lens case base held by a gloved hand. The lens was out of position with one haptic extended through the locking arm mechanism. The haptic appeared to be bent. Optic damage could not be discerned due to the glare on the lens and the clarity of the photo. The second photo was also blurry and showed the same view with the lens case on a surface. The lens was out of position with one haptic extended through the locking arm mechanism. The haptic appeared to be bent. The optic was pressed on a post of the lens case, possibly damaged. The optic was extended into the locking arm mechanism. The lens case lid could not have been closed with the lens in the pictured condition without breaking the optic. The third photo showed the lens out of the case, posterior surface up in the palm of an ungloved hand. The haptic was bent-distal area. The optic edge appeared to be damaged where it was pressed on the post. No other determination can be made from the photos. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported damage could not be determined. The sample was not returned. Haptic and optic damage was visible in the provided photos. A root cause for the observed damage cannot be determined without physical examination of the product. The presence of solution could not be determined from the photos. It was stated the damage was observed while handling the intraocular lens (iol) during surgery. The pictured position of the lens cannot be verified to be the position when opened. The lens case lid could not have been closed with the lens in the pictured condition without breaking the optic. The lens may have been replaced in the case for the photos. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).